Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the inspiratory pressure transducer printed circuit board was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The pressure transducer printed circuit board is part of the pressure measuring in the system. A faulty pressure transducer printed circuit board may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed pressure transducer and manual ventilation leakage tests during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).